Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 11/5/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the procedure, the 4mm x 8cm orbit galaxy complex xtrasoft coil (640cx0408 / 30352243) was the third coil used; the coil could not be advanced nor retrieved by the physician. As a result, the physician removed the coil and the concomitant microcatheter at the same time. After inspection post removal, the coil was observed to be in stretched condition. The physician used another 4mm x 8cm orbit galaxy complex xtrasoft coil to complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4mm x 8cm orbit galaxy complex xtrasoft coil was received contained in a pouch. Visual inspection was performed. The hypotube was observed kinked at 72cm and at 88cm from the proximal end. The device underwent microscopic inspection. The embolic coil was noted outside of the introducer and in good condition. Functional evaluation was not performed due to the kinked condition of the hypotube. A review of manufacturing documentation associated with this lot (30352243) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the coil could not be advanced nor retracted during the procedure. The physician removed the coil and concomitant microcatheter at the same time. Post removal, it was reported that the coil was stretched. Based on the returned device, the hypotube was kinked in two areas, at 72cm and at 88cm from the proximal end. The condition of the hypotube precluded functional testing of the device. However, the kinked areas may have been the contributing factors to the reported issue that the coil could not be advanced and could not be retracted. The kinks were likely due to excessive force that may have been inadvertently applied during procedural handling. The reported issue that the coil was stretched post-removal was not confirmed. The returned device was microscopically inspected, and the coil was found outside of the introducer in good condition. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30352243) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 4mm x 8cm orbit galaxy complex xtrasoft coil (640cx0408 / 30352243) was the third coil used; the coil could not be advanced nor retrieved by the physician. As a result, the physician removed the coil and the concomitant microcatheter at the same time. After inspection post removal, the coil was observed to be in stretched condition. The physician used another 4mm x 8cm orbit galaxy complex xtrasoft coil to complete the procedure. There was no report of any patient adverse event or complication.